Manufacturer narrative:
This report was submitted against an ex-us product ((B)(4)) which has a similar product distributed in the us ((B)(4)) product evaluation was performed in order to investigate this issue. Based on a further review of the text in the complaint, it has been determined that the complaint is consistent with the issue under an expanded investigation in ER (B)(4) due to product deficiency identified related to the architect anti-hcv reagent, list number (B)(4), lot number 11599li00 . An instruction letter was sent to the customer with this regard and which the customer was not following.

Manufacturer narrative:
(B)(4) (test result), (no consequences or impact to patient ) , (B)(4) (incorrect or inadequate test result), ((B)(6) result). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that two patient samples generated (B)(6) results for the architect anti-hcv assay. A patient sample of sid 2662 generated (B)(6) results of (B)(6) and generated a (B)(6) result of (B)(6) during one of the repeat tests. No impact to patient management was reported.